Manufacturer narrative:
A ge service rep performed an on site investigation. The system jumper sire was evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.